Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. In addition, the customer observed an air bubble in the tubing. Reportedly, the customer had used apidra insulin in the cartridge. Tandem's technical support educated the customer on cartridge/insulin labeling. The customer's blood glucose level was over 300 (mg/dl). The customer declined to perform troubleshooting with tandem technical support as the customer believed the issue was caused by the tubing. Reportedly, the customer changed the tubing prior to the report.